Event description:
Additional information reported a ¿poor communication screen.¿

Manufacturer narrative:
Concomitant products: product ID 3888-33, lot # v409771, implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 3888-56, lot # v167389, implanted: (B)(6) 2010, product type lead; product ID 399960, lot # v031500, implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708220, serial #(B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).

Event description:
It was reported that the patient¿s recharger wouldn¿t recharge her implant. It was also noted that an error code was seen and it was thought that it was a power on reset (por) message. It was later reported that the patient had not successfully recharged in ¿about 3 months¿ and had not had therapy on. The patient was reportedly seeing a ¿call your doctor¿ icon. It was further reported that the patient was having a communication problem. An antenna locate feature was done and reportedly resulted in a por being displayed on the recharger and led to normal charging. It was noted that the patient was able to get 6 coupling bars but it then dropped down to 4. The patient was reportedly going to call back for help clearing the por after recharging their device. Additional information received reported the patient had problems recharging their implantable neurostimulator (ins) for approximately one month prior to this report. It was noted the last time the patient felt stimulation was approximately two months prior to this report. The reporter stated they tried to recharge the night prior to the report, but the ins would not turn on. It was noted a ¿call your doctor¿ icon and por condition was displayed. It was further noted the patient could not feel stimulation and had a poor communication screen on their patient programmer. The reporter stated they could then feel stimulation and were able to confirm stimulation was on with the patient programmer and that the device battery was full.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).